Event description:
It was reported that the pump had a loose cassette latch and the alarm would not start due to air in line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent to FDA are unknown. No information has been provided to date

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with crack battery door and broken tamper seals. There was evidence of the error in the event history log (unable to download). The customer had two reported problems: 1 - cassette latch was loose and 2 - air in line. Problem 1 was not verified/duplicated. Problem 2 was confirmed, air in line was detected. The investigation was unable to determine the cause of reported problem number 1 as no problem was found. The cause for reported problem 2 was due to a defective inoperable air detector. For corrective action the defective air detector was replaced. The root cause of both reported problems was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 20-aug-2019. Correction: d4: model number: 2120/catalog number: 21-2120-0104-01.